Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight @ 76397 joules. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to patient".

Manufacturer narrative:
(B)(4).